Manufacturer narrative:
Potential lot numbers: 3293519, 3148018; potential expiration dates: 10/01/2021, 02/03/2021; potential device manufacturer dates: 10/27/2016, 02/05/2016. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® uncuffed neonatal and pediatric tracheostomy tube had a crack and rupture in the tube, located under the flange. The issue was observed by the patient's mother during a standard tube change. The tube was in situ for three weeks before a change took place. The tube had been reused for the fourth time when the event occurred. The tube was cleaned as noted in the device's instructions for use. A new tracheostomy tube was placed to address the issue. No patient injury was reported.

Manufacturer narrative:
One used portex® bivona® uncuffed pediatric tracheostomy tube was received for investigation. A device history record was reviewed for all reported potential lot numbers, and no discrepancies were found. A visual inspection of the device was performed and it was observed that the sample had a split at the bottom of the shaft. A manufacturing review for a similar device was performed, and no discrepancies were found. The most probably root causes were determined to be that the shaft was damaged during the assembly process, or that the product was damaged after it left the manufacturing facility. The complaint was confirmed.